Manufacturer narrative:
(B)(4)

Event description:
Reportedly, high battery impedance (about 1.27kohm) was observed a few days after implantation. The physician requested an explanation.

Event description:
Reportedly, high battery impedance (about 1.27kohm) was observed a few days after implantation. The physician requested an explanation.